Manufacturer narrative:
The device ws returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
Patient stated the v-go fell off within an hour and a half from having it on the abdomen. Patient is cleaning the site before applying the v-go.